Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the console was not able to be used and was blocked when starting. The fiber was removed and reconnected, however the console still did not work. The procedure was cancelled and rescheduled after the patient was sedated. There were no patient clinical consequences reported. This event is being reported for procedure aborted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of console not being able to be used is confirmed. The field service engineer (fse) was unable to boot up the console during onsite service and replacing the top cover resolved the reported event. The service history record review confirmed that the console was fully functional on service performed on19april 2021. Based on the information available, an electrical overstress with the top cover most likely contributed to the reported event because the console worked after replacing it. The cause of the event can be traced back to a console component. Device service history record (dshr): the device history record / service history record review was completed. The review showed that this laser console was installed on 23 february 2018. The system was serviced on 19 april 2021. The laser console was fully functional with no issues. Device technical analysis: the laser console was returned for analysis; however, the laser console was serviced by a fse at the onsite facility. During functional testing, the laser console did not boot up. The fse replaced the top cover (touch screen, control board, card reader assembly) and calibrated the laser console. The laser console passed full functional and electrical safety testing. Labeling review: review of the complaint information and the device instruction for use manual did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on analysis results, it is probable that the reported event of console not being able to be used was most likely due to an electrical overstress within console top cover. A conclusion code of cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the console was not able to be used and was blocked when starting. The fiber was removed and reconnected, however the console still did not work. The procedure was cancelled and rescheduled after the patient was sedated. There were no patient clinical consequences reported. This event is being reported for procedure aborted.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the console was not able to be used and was blocked when starting. The fiber was removed and reconnected, however the console still did not work. The procedure was cancelled and rescheduled after the patient was sedated. There were no patient clinical consequences reported. This event is being reported for procedure aborted.